Event description:
During the priming of the machine for a plasmapheresis an error occurred reading as an access pressure sensor error. A new disposable set was added and the machine functioned. However, the machine also had another error (#36) reading and the inlet flow rate was slowed and the unit then ran fine.